Event description:
It was reported that the patient was taken by ambulance and hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 15 mg/dl while using the system. The patient was in a diabetic coma for 3 days and could not recollect or provide additional medical event details. Patient also stated the medical professionals believe the event resulted in brain damage, but she did not agree that this was the case.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.